Manufacturer narrative:
No product was returned therefore, no visual or functional evaluation can be performed. We are unable to confirm the reported complaint as no sample was received for investigation. Root cause of the reported event is unknown and cannot be determined as no sample was received. If the product is returned, the manufacturer will reopen this complaint for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. Corrected data: g3: correction: report source: other / mw5113501.

Event description:
Additional information was received by the manufacturer on 15-dec-2022 via email and attached to the complaint object. The date of event and patient identifier information has been received and updated into the file. The reported event did occur while in use with a patient. The event did not result in any patient harm and no medical intervention was required. The issue is now reported as resolved.

Manufacturer narrative:
A2: age at time of event: updated with additional information received. A3: sex: updated with additional information received. B3: date of event: updated with additional information received. B5: describe event or problem: updated with additional information received. H6: event problem and evaluation codes: updates are not required. No sample has been received by manufacturing to date. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient woke up to her pump alarming and she was able to troubleshoot the issue by changing the pump and using a new cartridge. The patient stated that the pumps are functioning fine and that once in a while, she will have an issue with malfunctioning cartridge. The product issue did not cause or contribute to patient or clinical injury.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown. No information has been provided to date.